Event description:
Dr. Did a left iliac angioplasty and this bard prod was opened up onto the field and was flushed with heparin. The prod would not flush through the wire port. It was only on the field, and there was no pt contact.